Event description:
Customer called to report a cleaner leak on the right side of the coulter lh500 hematology analyzer while performing startup, but was unable to isolate its source. Customer stated that approximately 5 to 7 cubic centimeters of the fluid had leaked onto the counter. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) found the leak on the main diluter panel, but could not identify the source of the leak. The fse re-tubed the entire panel to resolve leak. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause for the leak is unknown; however, the leak was remedied by re-tubing the entire diluter panel.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).